Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and high out of range impedance measurements due to fracture of the lead. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This ra lead has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This report is being submitted to include the provided patient identifier. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and high out of range impedance measurements due to fracture of the lead. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This ra lead has not been returned for analysis.